Event description:
New information notes that the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented having received a patient notification for low, out of range, hv lead impedance. Noise was seen with isometrics. There are no plans for revision in the immediate future due to patients unrelated medical conditions. The patient will continued to be monitored.